Event description:
It was reported that the patient was having trouble finding the right number since implant. The patient had kept a diary but not recently. The patient was not told how to manage device or what to do. It was noted programmer training was ineffective because patient was still under the effects of anesthesia. Patient lacked basic understanding of patient programmer use and the therapy. It was later reported on (B)(6) 2013 that the patient was having issues with her device/ didn't know how to work it. The patient was having issues. The patient felt like she was getting electricity. It was unknown when this started. The patient turned stim off this morning. The patient was going to the bathroom all the time and was not sleeping at night. This had been going on since implant. The trial was fine/went well. Regarding a voiding diary it was noted that the patient started her own on (B)(6) at 7 pm and stopped (B)(6) at 11 pm. It was noted that the patient's doctor told her to play around with it. The patient had soreness when she would urinate. This had been going on for 6 months. It leaves an after affect so the patient was not able to wear underwear. The patient was on program 2 at 0.5v. Stim was off. The patient thought she needed a new program. The patient was advised how to switch to program 3. The patient adjusted stim down to 0v before turning stim back on. The patient increased stim slowly. At 1.0v the patient felt stim in her legs. At 1.3v the patient noted comfortable stim in the bicycle seat area and at 1.4v the patient noted stim in her feet. The patient started to decrease stim. At 1.2v stim was still in her feel. At 1.0v it felt pretty good but stim some in her legs. The patient decided to stay at 0.5v. The patient was unable to see their healthcare provider until (B)(6). It was noted that the patient had a stroke at age 50 and was having knee surgery. It was later reported on (B)(6) 2013 that the patient was still having symptoms. The patient was going to the bathroom all night long and when the water runs she has to go to the bathroom. This had been going on since implant. The patient had arthroscopy on her knee yesterday. It was noted that the patient was not feeling stim. The patient's symptoms hadn't improved. When the patient 1st synced with her implant, the patient was seeing the screen telling her the programmer needed new batteries. The patient changed the batteries in her programmer and was able to sync with ins. It was confirmed that stim was on. The patient increased stim to 1.0v. The patient felt stim in feet but on bicycle seat area. The patient increased stim to 1.3 then to 1.4. 1.4 was too high. At 1.3v stim was comfortable and in bicycle seat area. It was later reported on (B)(6) 2013 that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated the device was working well at night, but the patient was still having problems when they were near running water. The patient would ¿have to go¿ when they were in the shower. Stimulation was increased at the time of the call. About a week later, it was stated the patient was still leaking during the day and when they were in the shower. It was noted that it ¿burned¿ when the patient went to the bathroom and that the patient had to go to the bathroom ¿everywhere¿ they went. The patient was feeling stimulation ¿slightly¿ at the time of the call. Stimulation had been decreased from where it was previously about a week prior. It was again increased at the time of the call. The patient continued to get symptom control at night.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va066zz, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, product type programmer, physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was still getting leakage and burning from leakage that had gone on since implant. It was stated the patient was set on program 3 at 1.4 volts and they were feeling stimulation in the right buttocks. It was noted the patient was frustrated and hadn't worn underwear in a long time. Reportedly, the patient had been on medication as well for a condition and had an appointment scheduled for (B)(6) 2013. It was noted the patient had their implant off since three days prior to report. The patient turned the device back on and the patient changed to program 1 at 0.4 volts. It was stated it was comfortable. Reportedly, the patient's programmer training was ineffective because the patient was still under the effects of anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced ¿a lot of burning down there.¿ the implant was implanted to relieve bladder pain, but it did not work for the patient. The patient stopped using the implant for a while, but was using it again as a ¿last ditch effort.¿ the patient was to see the healthcare provider (hcp) on (B)(6) 2014. The patient was currently on program 2 at 0.70 volts. It was noted that the patient felt stimulation. When the patient increased stimulation, but the burning sensation persisted. It was also noted that the patient had not worn underwear for 2 years.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was having problems with her legs. It was noted that stimulation was in the wrong location. The patient was having problems with her legs. It felt like electricity was going down there. It was happening in both legs but mainly her right. The patient didn't know it started and didn't know if it was something caused by the device. It was hard for the patient to separate what was her pre-existing leg problems and what was caused by the device. The patient turned stim down and turned off for a couple hours. After turning stim down then off, the stim feeling in her legs went away a little bit. The patient had arthroscopy on her left knee about 2.5 weeks ago. She had an appointment with them on (B)(6). There was so much pain in her leg. The patient was still leaking. The patient started having diarrhea (B)(6). The patient had seen a doctor about a month ago. This doctor put it on a setting that didn't work. At the time of this reporting, the patient was on program 3 at 1.2v. It was later reported that the patient was still having symptoms. The patient went to doctor on (B)(6) "and all they did was put me on medication called myrbetriq". They did not look at the device or anything. The doctor was very busy so she had been seeing the pa (physician's assistant). (B)(6) it was noted that the patient had knee surgery. The patient did not turn off ins before her knee surgery on(B)(6). The patient had kidney disease for the past 8-9 years. The patient was not feeling stim in the bicycle area but felt it in the right buttocks where it was implanted. It was noted that the patient was having symptoms when washing dishing. Symptoms had not decreased since implant except she was getting more sleep. The patient kept a voiding diary during trial and her trial went perfect. (B)(6)- the patient will be seeing a physician assistant. The patient had now increased on program 3 to 1.3. The patient felt it was comfortable. It was also reported that the patient was inquiring if the pain in her legs could be from not turning off her ins during knee surgery on (B)(6). The patient had the pain since her surgery. The patient had a upcoming appt with her orthopedic doctor. It was later reported that the patient was still having leakage and wondering if it was caused from knee surgery. The patient did not know she needed to turn stim off for knee surgery. The patient had an appointment with interstim healthcare provider on (B)(6) 2013. The patient met with knee surgeon for knee follow up. The patient had leakage and felt stimulation in the buttocks. The patient was a stroke victim. The patient could not find her patient programmer at the moment. The patient was experiencing a loss of therapeutic effect. It was also reported that the patient wasn't talking well or feeling well today. The patient noted that the stim "doesn't appear to be working," and that she was "still leaking and was very sore because of that." The patient felt "funny in her leg". The patient had two strokes, when she was (B)(6) and 6 years ago. The patient was on "level three" and at "1.3" and wasn't feeling too much stimulation. The patient did not elect to change amplitude during the reporting. It was noted the patient was previously on program 4 and felt stim, but hcp (healthcare provider) changed her settings. The patient saw a representative at implant, and wanted a representative to be at her dr's appointment in "about three weeks." If additional information is received, a follow up report will be sent.